Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: water flow was not to specification, water removal was not to specification, the electrical safety test did not meet specification, the optical cover glass was chipped, the light cover glasses were chipped, the light cover glasses adhesive was worn, optical cover glass adhesive was worn, and the distal end adhesive was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was blocked. The issue was observed during routine maintenance and there were no reports of patient harm associated with this event. The device was returned to olympus for evaluation and a blockage was present in the air / water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.